Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of not being able to insert a screw into the backup battery cover for the heartmate 3 system controller was confirmed during testing. The system controller event log file was reviewed, and timestamps span approximately 6 days (11:02:13 on (B)(6) 2025 to 10:16:43 on (B)(6) 2025). At 10:16:26 on (B)(6) 2025, the driveline was disconnected for a system controller exchange, and the controller was shut down at 10:16:43. The pump maintained a speed within the expected range throughout while the driveline was connected. The system controller was returned for analysis, and upon inspection, a screw was unable to be inserted into a threaded hole on the backup battery cover. The cover was removed, and the threaded hole was found to be deformed, preventing the screw from entering the hole. Apart from the screw hole, the system controller was physically unremarkable. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no functional issues found with the system controller during testing. The root cause of the reported event was traced to a damaged helicoil; however, the cause of the damage could not be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate this issue. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. B are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Heartmate 3 lvas IFU (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 entitled ¿equipment maintenance¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. B) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after the heartmate 3 implant the ventricular assist device (vad) coordinator reported that it was not possible to rotate the screw back into the tread from the system controller. The hospital wanted a new system controller for the patient. The system controller would be returned. This system controller was in use by the patient.